Event description:
The pt has two leads from the same lot. It was reported pt was unable to receive coverage in the needed area. X-rays revealed both leads had migrated. In turn, the pt planned to undergo surgical intervention. A review of the MFR's device record database revealed the pt's leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.